Manufacturer narrative:
H.6. Investigation summary: embecta was not able to confirm the customer-indicated issue, as no physical samples were returned for lot no. 3025250, cat. No. 320584 no further investigation carried out. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd microfine¿ ultra pen needle had an insufficient cannula length. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of the needles sent in this sample was from another box with the defective needle found that morning!"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ ultra pen needle had an insufficient cannula length. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of the needles sent in this sample was from another box with the defective needle found that morning!".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd microfine¿ ultra pen needle had an insufficient cannula length. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of the needles sent in this sample was from another box with the defective needle found that morning!"